Event description:
Repeat false positive immulite 2500 stat troponin assay results were obtained on a patient sample when repeated or run in duplicate and compared to another test method. The positive results were initially reported to the physician, however, the pt was discharged. There was no known report of pt treatment being altered or adverse health consequences due to the false positive stat troponin assay results.

Manufacturer narrative:
There are no known causes for the false positive stat troponin result when compared to the other troponin test method. The customer noted that all other test results were good. The instrument is performing within specifications.

Event description:
Repeat false positive immulite 2500 stat troponin assay results were obtained on a patient sample when repeated or run in duplicate and compared to another test method. The positive results were initially reported to the physician, however the pt was discharged. There was no known report of pt treatment being altered or adverse health consequences due to the false positive stat troponin assay results.

Manufacturer narrative:
There are no known causes for the false positive stat troponin result when compared to the other troponin test method. The customer noted that all other test results were good. The instrument is performing within specifications.